Event description:
During a lap cholecystectomy procedure, the scissor was properly asscembled to the handpiece. It only functioned for 2 minutes and then an error was visible in the generator's screen. It was reassembled again but still could not pass the test (stby mode). No consequences to the patient.